Event description:
It was reported that both the atrial and the right ventricular (rv) lead dislodged. Both leads were explanted and replaced with screw in leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445, implantable pacing lead, (B)(6) 2013. A addr01, implantable pulse generator, (B)(6) 2013, (B)(4).